Event description:
The tip of an ethicon 4-0 monocryl plus on a ps-2 reverse cutting needle broke off during closure of incision. Radiological intervention utilized to rule out possible retention of this foreign body. Reason for use: closure of surgical incision. Event abated after use stopped or dose reduced: no.